Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The most likely root cause is the user programmed different values than planned. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that a patient's right eye was treated with the wrong data during a lasik procedure. Laser was programmed with one prescription and after surgery, print out showed a different prescription was actually lasered on the eye. Patient complains that vision is not great. Upon follow up, patient continues to complain that vision is blurry at 16". Patient was targeted to have monovision following the lasik procedure.